Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: ddmc3d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic has been observing high sic (sensing integrity counter) counts on the right ventricular (rv) lead for years. The clinic was inquiring if they are still consistent numbers each day. Technical services was able to confirm that they have been between zero to twenty-nine per day over the last fourteen months. The rv lead remains in use. No patient complications have been reported as a result of this event.